Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) and requested consult review of this single chambered implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns of inappropriate therapy delivery. Upon review, the presenting electrogram (egm) showed patient was possibly in an atrial driven arrhythmia, the device delivered a burst of anti-tachycardia pacing (atp). The atp appeared to have accelerated the rhythm rate which led the device to deliver multiple shocks in an attempt to convert the arrhythmia. The shocks were unable to convert the arrythmia. Therapy was exhausted. The presenting egm showed device appeared to be operating as expected. No additional adverse patient effects were reported. At this time, this ICD remains in service.